Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician used a closurefast catheter during treatment of the patients left proximal great saphenous vein (gsv). Post op, ehit kabnick class 2 propagation into the common femoral vein (cfv) and occupation of a cross-sectional area of less than 50% was found in the sapheno-femoral junction (sfj). The onset of symptoms was directly after procedure (within same day). The patient was prescribed eloquis 5mg twice daily for 28 days. There are no known patient allergies. There are no known co-morbidities. Issue is still present.

Manufacturer narrative:
Film image analysis one image was reviewed showing a picture of two ultrasound images side by side. The image on the left shows an occluded vessel with intravascular substance, which given the history is thrombus and not glue, extending into anther vessel, almost 50% into the vessel. This appears to be the occluded gsv with extension of thrombus into the common femoral vein. The extension appears to be slightly 50% of the lumen of the cfv. The image on the right shows color flow doppler over the same area. There appears to be some color flow in the cfv but not in the gsv, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.